Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited higher ra pacing threshold measurements when pace impedance measurements were higher. When the ra pace impedance measurement was 1,360 ohms, non-capture was observed at 2v @ 0.4ms. When the ra pace impedance measurement was 415 ohms, the threshold measurement was 0.7v @ 0.4ms. There was no evidence of noise with isometrics, only the erratic impedance measurements. The physician wanted to increase ra output to 5v at 0.4 ms, but the patient ra paced 50 percent. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited higher ra pacing threshold measurements when pace impedance measurements were higher. When the ra pace impedance measurement was 1,360 ohms, non-capture was observed at 2v @ 0.4ms. When the ra pace impedance measurement was 415 ohms, the threshold measurement was 0.7v @ 0.4ms. There was no evidence of noise with isometrics, only the erratic impedance measurements. The physician wanted to increase ra output to 5v at 0.4 ms, but the patient ra paced 50 percent. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.